Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is complete.

Event description:
Complainant alleged that while treating a pt with this device, the attached electrodes sparked upon defibrillation. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.